Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20592. It was reported the patient ((B)(6)) experienced a shocking sensation at the ipg site with stimulation. The physician advised the top two electrodes of both leads were touching. As a result, surgical intervention was taken where the leads were explanted and replaced which resolved the issue.